Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that hydrorise light fast set impression material was used during treatment of a patient on (B)(6) 2016. The patient left the dental office and went on holiday. While on holiday, the patient developed a painful infection of a wound in her mouth. The patient saw a clinician on (B)(6) 2016. Upon examination, it was noticed that some of the impression material remained inside the wound. The clinician removed the impression material remnants, cleaned the wound and left it for open wound healing using tamponade.